Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device was discarded and not returned. Per the instructions for use, catheter migration is a known possible risk of use of the device. Physician stated that it is unknown how the device migrated. (B)(4).

Event description:
During follow up for a previous issue, a catheter replacement was reported. The catheter had completely withdrawn out of the subarachnoid space and was tightly coiled in the subcutaneous tissues. Clinical specialist confirmed that the physician did not know what caused the catheter to migrate. Reporter stated that the catheter was discarded by the facility.